Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump got wet and now the backlight of the device will not turn off, which was causing the batteries to drain quicker. Customer has all ready reverted to back up plan. Customer's blood glucose was 204 mg/dl. Customer reported ice water was the type of moisture the device was exposed to. The display went blank after exposure to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported."